Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The reported issue was isolated to the power pcb assembly. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device experienced intermittent loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device experienced intermittent loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Section h6 results code grid and conclusion code grid have been updated. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the issue through the key logs but was not able to duplicate the reported issue. The cause of the reported issue could not be determined.